Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she was just released from the hospital. She had dehydration, nausea, a stomach virus, and a urinary infection. Her blood glucose was over 400 mg/dl. The customer states that the correction bolus was not working. Nothing further reported.